Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. The pump passed the following tests: displacement test, self-test. P-cap locked into place properly. Pump was successfully downloaded with thus. There were no anomalies during testing and pump history file. Pump was cut open to perform visual inspection and found moisture damaged at electronic assemblies & force sensor. The following were noted during visual inspection: scratched case, battery tube threads cracked, cracked keypad overlay, pillowing keypad overlay, cracked case (battery tube), broken belt clip rails. Exposed to moisture is confirmed at the electronic stack and force sensor. Cosmetic damage is confirmed at the unspecified area. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the pump was exposed to moisture and the corners of the screen look white. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer confirmed that there was a crack on the pump. The customer stated that there was no damage to the pump's retainer ring. The infusion set and reservoir did not show signs of damage. The customer stated that the pump was dropped and had a crack at the back of the pump. Customer was advised that the product will be replaced. The customer will discontinue the use of the device. The product will be returned for failure analysis.